Event description:
The right ventricular (rv) lead exhibited increase of impedance, oversensing of noise, the rv lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).